Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve in a previously implanted non-edwards surgical valve, upon insertion of the valve, there was resistance noted and the valve appeared to have exited the sheath. The delivery system and valve were removed surgically. Upon inspection of the device after removal, the valve had exited the side of the sheath and a bent frame was noted. The procedure was transitioned to the left transfemoral and a new valve was implanted successfully. The patient was in stable condition post procedure.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-02599. The sheath was not returned to edwards lifesciences for evaluation. The imagery of patient's anatomy showed calcification and tortuosity present in patient's right access vessel. Crimp valve punctured through sheath liner and shaft. Sheath shaft kink observed. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to sheath shaft punctured, liner torn, and resistance with delivery system. A review of the complaint history from may 2020 to april 2021 revealed additional similar complaints for sheath shaft punctured, liner torn and resistance for esheath (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per instruction for use (IFU) for delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. Note: in expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft punctured, liner torn, and resistance were confirmed based on imagery provided. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Investigation of DHR and lot history revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Per report, 'upon insertion of the valve, there was resistance felt. The iliofemoral system was visualized and the valve appeared to have exited the sheath'. Calcification and tortuosity were noted per imagery provided. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' While vessel tortuosity can create a challenging pathway for delivery system insertion, calcification can reduce the vessel diameter preventing sheath from proper expansion, which both may lead to resistance. The subsequent device manipulation to overcome the resistance may increase the chances of valve struts getting caught within the sheath and puncture the sheath/tearing the liner. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, damaging the sheath and valve and potentially preventing further advancement. As such, available information suggests that patient factors (calcification/tortuosity) may have contributed to the resistance and procedural factors (valve struts caught on sheath/excessive manipulation) may have contributed to the sheath liner torn and sheath shaft punctured. However, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative correction (CAPA) are not required. However, per management discretion, a product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).